Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the scrub technologist noticed a kink around the distal end of lantern delivery microcatheter (lantern). The scrub technologist believes that the lantern was inadvertently kinked while removing it from the packaging. The lantern kinked prior to use and therefore, it was not used in the procedure. The procedure was successfully completed using a new lantern.